Event description:
It was reported that the patient presented for an implant procedure. It was noted that the helix of the right ventricular (rv) lead failed to extend. It was also noted that the rv lead failed to sense. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of failure to sense was not confirmed but helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies. The lead was returned with the helix fully extended and clogged with blood/tissue. After cleaning the helix and applying torque to the connector pin, the helix could be retracted/extended, and helix extension length met specification. The cause of helix mechanism issue was isolated to the blood/tissue in the helix region.